Manufacturer narrative:
Investigation: customer returned (1) loose 3/10cc syringe. Customer states that when she took the cap off the needle fell off. The syringe was returned without the hub-needle/shield assembly. A review of the device history record was completed for batch# 9112701. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were three (3) notifications [200820743, 200820454, 200820624] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #65454 was created for raised shields. There was debris in the dial. Corrective action: the debris was cleaned out of the dial. CAPA#1122103 was initiated.

Event description:
It has been reported that the syringe 0.3ml 31g 8mm wholeunit 10bg 500 has been found with the cannula breaking off during use. The following has been provided by the initial reporter: it was reported by the customer that she has another needle that broke off. Verbatim: I have another needle that I can send you that has broken off. It seems to be happening more often. The rn filled the syringe with filler and put the cap back on. When she took the cap off the needle fell off, leaving all of the filler still in the syringe. This has happened several times.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 0.3ml 31g 8mm whole unit 10bg 500 has been found with the cannula breaking off during use. The following has been provided by the initial reporter: it was reported by the customer that she has another needle that broke off. Verbatim: I have another needle that I can send you that has broken off. It seems to be happening more often. The rn filled the syringe with filler and put the cap back on. When she took the cap off the needle fell off, leaving all of the filler still in the syringe. This has happened several times.